Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced there was a blockage located at the site within three hours after insertion at thigh on (B)(6) 2025. The patient changed supplies as necessary and resumed insulin therapy. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6007167 have already been previously tested in the complaint (B)(4) on 19/jan/2025. Test results: the reference samples were visually inspected and tested for flow test. All test results were within specifications as per the 6007167. Device history record (DHR) review: the lot 6007167 was manufactured according to the work instruction (wi) version 114 manufactured in the line 3, on 15/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 01/jul/2025 against malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6007167, with no trend identified. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.